Event description:
The customer reported being hospitalized for high blood glucose and chest pains. The blood glucose reading was 692 mg/dl. Troubleshooting was performed. Reviewed the programming and the daily totals did not match the bolus plus the basals and times. No further info was provided.

Manufacturer narrative:
Complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with boluses and delivered. All boluses delivered completely and matched the daily totals. After testing, it was concluded that the device operated within specs.